Manufacturer narrative:
Preliminary investigation performed by r&d project manager: based on the event description, medacta head has been coupled with a non medacta liner. From the pictures attached we cannot state anything about the event and we cannot establish a root cause. Extensive metal transfer on a certain region of the femoral head is visible. The event description is very scarce, this does not help with the analysis. Clinical evaluation performed by medacta medical affairs director: very scarce information is available for this case. Apparently, a problem arose with the acetabular cup (different manufacturer) in this 21-year-old tha on a very young woman ((B)(6) at the time of index surgery). Subsequent to the acetabular damage, the cup was replaced (not with medacta products) and, as customary, the ceramic head was replaced. No apparent damage to the femoral head took place over the 21 years of service.

Event description:
The patient came in reporting pain (primary surgery date unknown) due to a dislocation of the medacta head from a competitor liner. The surgeon revised the medacta head with a competitor head. The surgery was completed successfully.